Manufacturer narrative:
The device is an installed centralized patient monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes, and displays patient vital signs data from multiple bedside multi-parameter patient monitoring devices through either wired or wireless connections. The customer stated that the acuity system has been up and running with a replacement monitor since the date of the event. The device was not returned, therefore, no further investigation will be performed.

Event description:
The customer stated that their (B)(4) flat panel display for the acuity central monitoring station failed. This resulted in a temporary inability to monitor patient's centrally until the customer replaced the monitor. Note 1 for block a: the customer did not provide any patient information.